Event description:
Caller states the patient tested 1.4 inr on coaguchek xs system 1 and 1.9 inr on coaguchek xs system 2 during duplicate testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system 2. Reference medwatch with a1 patient for suspect device in coaguchek xs system 1.